Event description:
It was reported by the rep that the (2) 1seal and the (1) 511d devices were used during a gastric bypass procedure. It was reported that the trocar seals tore. It was reported that there was a pneumo leak making the case difficult to complete. The or time was extended by 10-15 minutes.